Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate, and found that the helium system had no failure, but that the entire pneumatic system required adjustments. The fse noted that error code #52 and error code #57 were observed during the initial tests. It was noted that the failures arose due to the customer not performing preventative, and corrective maintenance correctly. The fse calibrated the pneumatic system and the pressure transducers. A complete internal and external cleaning was performed and all leak tests. The 2500 hour kit, safety disk, and batteries were replaced as routine preventative maintenance (pm) then all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Full name of initial reporter: (B)(6). It was observed during an external audit at getinge brazil, that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints, assessed for reporting as required per regulations ,and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a gas leak. The end user was able to resolve the issue to continue therapy. It was noted that the iabp unit would be surrendered to the customer's biomed department the following morning. There was no patient harm and no adverse event was reported. It was observed during an external audit at getinge brazil, that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge ab has identified approximately 4000 service records in (B)(6) where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge (B)(4) has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge sop-0802, customer product complaint handling. CAPA (B)(4) has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a gas leak. The end user was able to resolve the issue to continue therapy. It was noted that the iabp unit would be surrendered to the customer's biomed department the following morning. There was no patient harm and no adverse event was reported. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints as required per regulations. Getinge ab has identified approximately 4000 service records in brazil where unanticipated repair activities were performed, but there was insufficient information to determine if an allegation of non-performance or defect was made. Getinge brazil has approved a comprehensive remediation plan and all service records from january 1, 2018 to july 1, 2020 will be submitted as complaints per getinge sop-0802, customer product complaint handling. CAPA 295150 has been opened to document all corrections and corrective actions and to prevent the recurrence of unanticipated repair activities not submitted as complaints as required. Reference CAPA for full investigation and approved actions.